Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 4.5 v, 1.5 ms and a sensing threshold of 3.0 mv. Fluoroscopy revealed that the lead was in the right ventricle but it was slightly -pulled back-. The lead was repositioned successfully.